Event description:
It was reported that the ventilator was intermittently not reading the tidal volume correctly. There was no patient involvement. (B)(4).

Manufacturer narrative:
Our field service engineer investigated the ventilator on site. The air-gas module was found faulty. The ocular inspection showed moisture in the filter housing of the air gas module. According to information from the hospital, there has been a malfunction of the hospital air compressor. From earlier investigations we know that if the air gas- supply is affected by moisture, the delta pressure transducer in the air-gas module could failure. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. The device logs that were received for our evaluation, confirms that there has been inaccurate gas flow. That explains that the customer has experienced that the ventilator intermittently was not reading the tidal volume correctly. The most probable source of water into an air gas module is moist air from the hospital's gas supply system. According to the user's manual maximum levels of water, (h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded.

Manufacturer narrative:
A service engineer has been on-site and started the investigation. A supplemental medwatch will be submitted when the investigation is completed.